Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® k2e plus blood collection tubes were found "collapsed" before use, and 1 tube was found with a damaged cap. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported collapsed tubes and damaged cap."

Event description:
It was reported that 2 bd vacutainer® k2e plus blood collection tubes were found "collapsed" before use, and 1 tube was found with a damaged cap. The following information was provided by the initial reporter, translated from dutch to english: "customer reported collapsed tubes and damaged cap."

Manufacturer narrative:
Correction: after additional review, this report is a duplicate report of MFR # (9617032-2019-01182). This event has been over-reported. H3 other text : see section h.10.